Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had pump error. Customer's blood glucose value was unknown. Customer able to successfully clear the alarm. Customer able to complete rewind. Customer stated that they occurred the alarm again after the troubleshooting. The device will not be return for analysis.